Event description:
Boston scientific received information that the right atrial (ra) lead was unable to be released from the header of the device resluting in the header of the device to be cut. This was during normal device change out. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information becomes available or if the device is returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally.